Event description:
It was reported that during procedure, the physician noted via angiogram that the guidewire coating was coming off and created a thrombus. The physician used an aspiration catheter to remove the coating from the patient and the procedure was completed.

Manufacturer narrative:
The lot number of the complaint device was reported to be 17382241or 17398165. The physician is unsure of the exact lot number.

Manufacturer narrative:
Lot/serial no - additional information. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the polymer sleeve was ripped on its proximal end. The polymer sleeve proximal end was not tight on the guidewire. The plolymer sleeve proximal end was lifting up on the core wire. The guidewire was slightly bent on several places along its length and appeared to be shaped on its distal section. The guidewire polytetrafluoroethylene (ptfe) coating was found to be scrapped off on several places along its proximal 25.0cm section. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. The guidewire outer diameter and length specifications were found within specifications. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." It is likely that the ptfe scraping appeared to be related to a deviation from the dfu. The relationship to the ptfe coating scraped off and the polymer sleeve issue appear unrelated because the ptfe is located proximal on the device versus the distal location of the polymer sleeve. No guidewire bents were reported initially; therefore, it is possible that the bents may have occurred during the return process. Information available indicated that the guidewire was confirmed to be in good condition prior to use and no resistance was experienced during use. Review of the analysis results and information available could not determine the cause for the polymer sleeve segment that came off the guidewire during use and contributed to the thrombosis.

Event description:
It was reported that during procedure, the physician noted via angiogram that the guidewire coating was coming off and created a thrombus. The physician used an aspiration catheter to remove the coating from the patient and the procedure was completed.